Event description:
Voluntary medwatch received states that the patient's low voltage lead required two attempts to be able to be successfully implanted due to an unknown reason. The lead was implanted. The patient had no adverse consequences.